Event description:
It was reported that intra-operatively, the right atrial (ra) lead was placed in the right atrium but became dislodged and fell into the right ventricle. The physician had a difficult time retracting the lead helix. After several attempts to retract the helix, the physician felt it was "stuck in the tricuspid valve." The physician elected to cap the lead and replace it. No patient complications have been reported as a result of this event.